Event description:
Product malfunctioned. Not used on pt. Second time this occurred. Replacement was sent on 5/28/99 for this recurring product problem.

Event description:
Add'l info rec'd from MFR 2/29/00: results indicated that the pins inside the connector were bent; therefore, the umbilical cable would not connect tightly enough with the catheter. Operation was intermittent and unable to run the therapy cycle. Catheter passed all other tests. DHR for this device was reviewed including 100% production leak test data, and all post-sterilization functional tests. Results indicated mfg process was completed within specs and no anomalies within the process were found that could relate to this report.